Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. The customer subsequently experienced an elevated blood glucose (bg) level of 540 mg/dl. The customer administered a manual injection to correct bg. It was also reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer was sent a replacement cable and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.